Event description:
Transient slow reflow phenomena:the physician was attempting placement of a stent over a support wire, which was unsuccessful. He then inserted the cutting balloon which ruptured at 6 atmospheres and there was a shower of debris from the balloon in the artery.